Event description:
According to the reporter: procedure: lap chole. During the case, without any complications, the live blade broke but was retrieved. Removed and opened a new device to complete the case. Minimal delay in or time. No bleeding or pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).